Event description:
It was reported that the patient previously presented for follow up. Upon device interrogation, it was discovered that the left ventricular lead was dislodged. The lead did not exhibit any electrical issues. The patient presented for lead revision on (B)(6) 2017. The lead was capped and replaced. The patient was stable throughout the procedure.